Event description:
On 08/01/2022, infutronix received a complaint from an end user: "the patient must have dropped or hit the tubing because it broke right where the tubing attached to the pump." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
On 08/01/2022, infutronix confirmed with the end user that the affected device will not be returned for evaluation and therefore no root cause could be established.